Event description:
As device was prepared and attempted to be utilized according to the manufacturer¿s instructions, the ethicon endo-surgery harmonic ace laparoscopic shears (har36) would not work. It was, initially, not being recognized during the testing phase. Troubleshooting assessment included switching cords, and trying a different generator, but to no avail. The defective device was replaced with a ¿like¿ device that then functioned without issue.